Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of hypertension is listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020 the patient presented with a non-st-elevation myocardial infarction and a 2.75x15mm xience sierra stent was implanted. On (B)(6) 2020, the patient was re-admitted with unspecified cardiovascular symptoms and hypertensive heart failure disease. Unspecified treatment was provided and the final patient outcome is not known. No additional information was provided.